Event description:
It was reported that during a total thyroidectomy procedure, a newdevice was opened during the procedure the active device broke almost at the end of the procedure. The procedure was completed with bipolar. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.